Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient has been feeling "shocks" since receiving the implant and it is not getting any better. Follow up was done with the physician's office and the patient has not been seen by the physician since leaving the hospital after implant. The implantable cardiac defibrillator (ICD) and left ventricular (lv) lead are still in use. No further patient complications have been reported as a result of this event.